Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device was discarded. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "we were putting in the final implants and the insert was sitting proud on one side. The insert appeared that it may have been deformed. The insert was destroyed during removal."